Event description:
The customer reports: there is a hole in the catheter at the juncture of the hub. Saline is coming out of this hole when flushing.

Manufacturer narrative:
Qn#(B)(4). The customer returned one ext dwell catheter for analysis. Visual inspection revealed signs-of-use was observed on the extension line. After failing functional testing, the catheter was observed under a microscope. (Note: catheter body separated during functional testing. This did not affect the outcome of the investigation.) A hole was observed directly adjacent to the juncture hub. The edges of the hole appear straight and smooth. Additionally, the portion of the catheter around the damage appears pinched. This indicates that unintentional user error likely caused or contributed to this event. The catheter length from the juncture hub to the distal tip measured 85mm , which is within the specification limits of 84.86-85.115 per extended dwell catheter product drawing. The catheter outer diameter measured .043", which is within the specification limits of .041-.045" per catheter body product drawing. A lab inventory syringe full of water was attached to the luer hub of the defective ext dwell catheter. The plunger was compressed, and water was observed leaking out of the hole in the catheter body. While unhooking the syringe, the catheter body separated directly where the leak was coming from. This did not affect the outcome of this investigation. A DHR review was completed on all relevant components with not relevant findings. The report of a catheter leaking in use was confirmed through complaint investigation of the returned sample. Visual examination revealed a hole in the catheter body directly adjacent to the juncture hub. The defect appears consistent with damage due to unintentional use error. The catheter body met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer description and the sample returned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: there is a hole in the catheter at the juncture of the hub. Saline is coming out of this hole when flushing.